Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative inspected the navigation system onsite and checked all video connections and confirmed for them to be in good working condition. Replaced the bios battery and reconfigured the system. Reseated video card and 4 x ram modules. A full navigation system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have been returned to the manufacturer for evaluation.

Event description:
A site representative reported that, while in a cervical spine procedure, the screen on the navigation system was flickering on and off. There was no delay to the procedure as a result of this issue and no impact on the patient outcome.